Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical canada; however, the multifunction cable (mfc) was returned for evaluation. The customer's report was duplicated. A replacement multifunction cable was sent to the customer to resolv the report. The multifunction cable was scrapped after testing at zoll medical canada. Analysis of reports of this type has not identified an increase in trend.